Event description:
The customer reported that they inadvertently switched the tubing connector for the wash solution a and performed testing on the ortho provue analyzer. Testing was aborted. No erroneous results were reported. An incorrect wash solution used during testing may cause carry-over, cross contamination or hemolysis of reagents or samples, which could result in erroneous test results.

Manufacturer narrative:
The customer inadvertently switched the connections from the fluidics system wash / waste bottle. Ocd customer technical services instructed the customer to re-connect the wash and waste solution connector to the correct wash bottles. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated.